Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The pump will not be returned, and no additional information about corrective actions was available.